Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number for drain and reservoir? No further information is available. Did the drain and reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. It was reported the reservoir swelled immediately and the drain was cut/added, were there any anomalies with the drain: appearance, air leakage, damage, holes? No further information is available. Was the added drain placed surgically during a second procedure? No further information is available. No further information will be provided. No product is available for return. Note: events reported on mw# 2210968-2021-12441.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and a reservoir was used. In the ward/ICU, suction could not be done properly, and the reservoir swelled immediately. It was responded by cutting/adding the drain and replacing the reservoir. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.